Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user preparing an inset 23 inch, 6 mm infusion set accidentally triggered the inserter prior to placement, attempted to re-cock it, believed it remained functional, and then inserted it while on the phone; the user¿s ilet indicated a high glucose and a confirmatory fingerstick measured 354 mg/dl, after which the user calibrated the system and chose to announce a meal contrary to recommendation. Customer care provided support that included troubleshooting guidance. Investigation of this case revealed a likely mis deployment of the infusion set or suboptimal insertion following inadvertent firing, with potential interruption of insulin delivery. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury, and no medical intervention. It was concluded that user technique contributed to hyperglycemia and that replacing the infusion set would have been appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.